Event description:
It was reported that during a " tympanomastoid¿ surgical procedure, it was discovered that the attachment device ¿heated up during use¿ and the device ¿had bad bearings.¿ the reporter indicated that ¿normal saline irrigation was used.¿ there was no delay in the surgical procedure as a spare device was available for use. The post-operative condition of the patient was not reported. No patient harm, adverse outcome or injury was alleged. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device. A functional assessment was performed and the device passed all operational specifications. Therefore, the reported condition was not confirmed and an assignable root cause was not determined. If additional information should become available, a supplemental medwatch report will be submitted accordingly.